Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose reading of 36 mg/dl, which was treated with food. The customer stated that the bolus wizard needed to show carbohydrates instead of grams. The most recent blood glucose reading was 247 mg/dl. The customer stated that he had been experiencing low blood glucose levels for about 1 to 4 hours. The customer had bolused with 22.7 units of insulin in the morning based on the 112 grams he had input into the device. He reviewed the programming, which he noted looked correct, but he had concerns about his basal rates. The reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to monitor the insulin pump and consult his doctor regarding the low blood glucose levels. Nothing further reported.